Event description:
Received information from a supplier regarding an occurrence noted on a device not manufactured in the united states. The investigation determined that a subcomponent, an absorber canister insert, failed. This subcomponent is currently distributed on the narkomed 6000 anesthesia machine. The investigation noted that a solder joint broke between the absorber cylinder and the lower plate (sieve) due to excessive mechanical force. The effect of the failure could cause the breathing gas within the circuit to no longer flow through the soda lime, creating a potential for excessive co2 accumulation. The narkomed 6000 anesthesia machine is sold with co2/agent monitoring. There have been no reported occurrences with a nm6000 and a failed absorber canister insert.